Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the baxter meridian device. Treatment parameters were as follows: blood flow rate: 350 ml/minute, dialysate flow rate: 700 ml/minute for 3 hours with a 2k+ bath. Hcp reported small bubbles passing through air detector, no alarm and "many bubbles clumping together and getting to patient." Pt exhibited no adverse signs or symptoms during this event. Hcp noticed the problem immediately upon initiation of treatment. Hcp discontinued treatment, disconnected the blood lines and recirculated blood per unit protocol and assessed treatment. Hcp discovered improperly processed dry pack with air still in header of the baxter psn 170 dialyzer. Pt remained symptom free due to the immediate intervention.